Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from an healthcare professional (hcp) regarding a patient receiving baclofen (unknown dose and concentration) and morphine (unknown dose and concentration) via an implantable pump for spinal pain. On (B)(6) 2018, the patient felt they were not able to have their back pain controlled so the patient went to emergency room. On (B)(6) 2018, the hcp called because they believed the pump was empty. The pump was alarming about once every hour. The hcp believed the last time the pump was filled was about 4 months ago. The device was not available so troubleshooting could not be performed. It was unknown if the patient was due for a refill.